Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 6.6, lab: 5.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 6.6, lab: 5.5, mean: 6.05, confident limits: confident limit cannot be determined. As per internal procedure tr # 0150 rev.2 the confident limit cannot be determined since the mean is more than 6.05. The product will be investigated.